Event description:
It was reported that the balloon became stuck on wire. The 70-80% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the lower leg vessel. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced through 6x45 non-boston scientific (bsc) sheath. The lesion was dilated at 6 atmospheres for 2 minutes. During device removal, the balloon became stuck on the non-bsc wire. The device was attempted to advanced and pulled back, but the balloon started to stretch on the wire. Subsequently, everything was pulled out and then used a non-bsc balloon to complete the procedure. No complications were reported.